Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent treatment of a thoracic aortic aneurysm with two gore tag thoracic endoprostheses. It was reported that the contrast injector used during the implant procedure was not functioning properly, and final angiography was difficult to see. On (B)(6) 2011, follow-up imaging showed a possible type ii endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2011, follow-up imaging demonstrated that the previously identified type ii endoleak was a proximal type I endoleak. An additional procedure was performed the same day whereby an additional gore tag thoracic endoprosthesis was implanted proximally to treat the endoleak. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. It was reported that the proximal type I endoleak was present at the time of the initial procedure.